Event description:
Bedside nurse noticed some leaking around IV site during assessment, notified this anm and instructed registered nurse (rn) to call midline/PICC nurse. PICC nurse noticed that IV catheter is completely severed from the hub. Doctor and house supervisor were notified immediately. Md ordered removal of retained catheter via interventional radiology (ir).